Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test was performed and the transmitter failed. The transmitter passed the global transmitter final function test. Share log review did not show any issue with the transmitter. The reported customer complaint with the transmitter was confirmed from the pairing test and the transmitter was found defective. The root cause could not be determined post investigation.